Event description:
Additional information received from a manufacturing representative (rep) reported that the lack of communication and stimulation had not been resolved. The rep checked the battery and it was dead. The patient was scheduled for a replacement on (B)(6) 2016. The bowel accident issues had not been resolved yet.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient had experienced a loss/change of therapy. Troubleshooting was limited due to lack of access to product. The patient questioned if the implantable neurostimulator ran on battery and if the battery could be dead. Symptoms of "bowel accidents" was noted to have been occurring for the last 3 months. This change in symptom/therapy was considered gradual. A little over 2 weeks later, the consumer reported the patient had trouble controlling her bowels the past 3-4 months. The patient was not able to communicate with the patient programmer. It was indicated the patient could not feel stimulation. The change in therapy/symptoms was noted to be sudden. The patient's indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported the steps taken to resolve the accidents/loss of bowel control and patient programmer (pp) unable to communicate with the implant was the replaced the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.